Event description:
It was reported that the pump experienced a malfunction. The customer's blood glucose level exceeded the safe range, with the specific value being displayed as "high." The customer took no actions to address the high blood glucose level initially. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.